Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "chemotherapy (doxorubicin, etoposide, vincristine mixed bag) non-pvc tubing with 0.3 micron filter. Leaking medication at the filter site (where tubing connect to the filter), this cause a chemo spill onto sheets, patient clothing and floor."